Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's sensor sessions were being stopped randomly by their pump. No additional event or patient information is available.